Manufacturer narrative:
Continued: h6- health effect impact code: f1903. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Infection (late onset): unable to confirm as it is a medical event not related to the device. Exposure: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: creases were observed on the surface of the shell. Cyst: unable to confirm as it is a medical event not related to the device. Wound dehiscence: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional additionally reported "rupture of the scar, exposure, "reactive axillary lymph nodes," folds, cysts, "hardening," "mastitis, "infection" and "infectious inflammatory process with predominance of the skin and subcutaneous left breast." The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Continuation to h.6- 1930.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device remains implanted.

Event description:
Healthcare professional additionally reported "rupture of the scar, exposure, "reactive axillary lymph nodes," folds, cysts, "hardening," "mastitis, "infection" and "infectious inflammatory process with predominance of the skin and subcutaneous left breast." The device has been explanted.